Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant/ migration of essure device") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, fatigue and heavy periods. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the perforation, device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: migration of essure device, the right tube was occ (B)(6) 2013, hysterosalpingogram, migration of essure device, the right tube was occluded and the left essure had migrated toward uterus. 2nd test on (B)(6) 2013 did not find left essure. Hysterosalpingogram conclusion: (as per mr) right fallopian tube is occluded. Left essure device has migrated toward the uterus. The tube was patient. X-ray pelvis conclusion: absent left iud implant. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure indication female sterilization was added. Event migration of essure device was clubbed with previously reported event. Event abdominal pain was newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device dislocation ('migration of implant/ migration of essure device') and device expulsion ('left: essure device has migrated toward the uterus (per mr) / migration of essure device location of device: migration toward the uterus, right tube occluded, left essure missing') in a 31-year-old female patient who had essure (batch no. A78082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy, bloating, breast tenderness, constipation, fatigue, galactorrhea, menstrual cramps, headache, mood swings, dyspareunia, gravida ii, parity 1, abortion, menstrual cramps, menses irregular, menopausal symptoms and paresthesia. Concurrent conditions included hypothyroidism, fatigue, heavy periods, dehydroepiandrosterone increased, vitamin d abnormal, hypothyroidism, abdominal pain, vomiting, urination difficulty, weight loss, irritability, galactorrhea, hot flashes, polyuria, urinary frequency, urinary incontinence, urinary retention and vaginal discharge. Concomitant products included alprazolam (xanax), medroxyprogesterone acetate (depo provera) since (B)(6) 2020 and progesterone since (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine haemorrhage ("heavy uterine bleeding"), urinary tract infection ("urinary infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the perforation, device dislocation, device expulsion, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety, uterine haemorrhage, urinary tract infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, perforation, urinary tract infection, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: right: fallopian tube is occluded. Left: essure device has migrated toward the uterus. The tube is patent. Patient received treatment bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. 1. Right: fallopian tube is occluded, 2. Left: essure device has migrated toward the uterus. The tube is patent. Discussed with the patient.; on (B)(6) 2013: results: unilateral occlusion (right tube occluded). Magnetic resonance imaging brain - on (B)(6) 2014: 1. Normal MRI of /the brain. 2. Resolution of the previously seen bilateral maxillary sinus disease,. Mammogram - on (B)(6) 2012: 1. No worrisome mass lesions identified. 2. A few mildly dilated ducts are seen in the retro areolar region without intraluminal polyps. Diagnostic category 2: benign.. Ultrasound breast - on (B)(6) 2012: 1. Class 2 benign mammogram I ultrasound right breast as described above. 2. Minimal dilated ducts seen in the right retro areolar region without intraluminal polyps identified. X-ray of pelvis and hip - on (B)(6) 2013: no significant abnormality is identified. No significant pathology_ a single essure iud occlusion device is demonstrated overlying the right hemipelvis.the left iud is not present. Diagnostic results: (B)(6) 2013, hysterosalpingogram, migration of essure device, the right tube was occluded and the left essure had migrated toward uterus. 2nd test on (B)(6) 2013 did not find left essure. Hysterosalpingogram conclusion: (as per mr) 1. Right fallopian tube is occluded. 2. Left essure device has migrated toward the uterus. The tube was patient. X-ray pelvis conclusion: absent left iud implant. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, heavy periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: fu 6,7 and 8 were processed together. Pfs and mr received: new event: depression, mental anguish, heavy uterine bleeding, urinary infection, vaginal discharge. Patient history, lab data, concomitant drugs and reporter information were updated. On (B)(6) 2020: fu 6,7 and 8 were processed together. On (B)(6) 2020: fu 6,7 and 8 were processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant/ migration of essure device") and device expulsion ("left: essure device has migrated toward the uterus (per mr)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, fatigue and heavy periods. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant), surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed. At the time of the report, the perforation, device dislocation, device expulsion, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, device expulsion, pelvic pain and perforation to be related to essure. The reporter commented: right: fallopian tube is occluded. Left: essure device has migrated toward the uterus. The tube is patent. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: migration of essure device, the right tube was occ (B)(6) 2013, hysterosalpingogram, migration of essure device, the right tube was occluded and the left essure had migrated toward uterus. 2nd test on (B)(6) 2013 did not find left essure. Hysterosalpingogram conclusion: (as per mr) right fallopian tube is occluded. Left essure device has migrated toward the uterus. The tube was patient. X-ray pelvis conclusion: absent left iud implant. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-sep-2018: medical record received. Event left: essure device has migrated toward the uterus was added from medical record. Reporter added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant/ migration of essure device") and device expulsion ("left: essure device has migrated toward the uterus (per mr) / migration of essure device location of device: migration toward the uterus") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy. Concurrent conditions included hypothyroidism, fatigue, heavy periods, dehydroepiandrosterone increased and vitamin d. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the perforation, device dislocation, device expulsion, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: right: fallopian tube is occluded. Left: essure device has migrated toward the uterus. The tube is patent. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded). (B)(6) 2013, hysterosalpingogram, migration of essure device, the right tube was occluded and the left essure had migrated toward uterus. 2nd test on (B)(6) 2013 did not find left essure. Hysterosalpingogram conclusion: (as per mr) 1. Right fallopian tube is occluded. 2. Left essure device has migrated toward the uterus. The tube was patient. X-ray pelvis conclusion: absent left iud implant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2018: pfs received. Event added abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), dysmenorrhea (cramping). Updated onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device dislocation ('migration of implant/ migration of essure device') and device expulsion ('left: essure device has migrated toward the uterus (per mr) / migration of essure device location of device: migration toward the uterus, right tube occluded, left essure missing') in a 31-year-old female patient who had essure (batch no. A78082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy, bloating, breast tenderness, constipation, fatigue, galactorrhea, menstrual cramps, headache, mood swings, dyspareunia, gravida ii, parity 1, abortion, menstrual cramps, menses irregular, menopausal symptoms and paresthesia. Concurrent conditions included hypothyroidism, fatigue, heavy periods, dehydroepiandrosterone increased, vitamin d abnormal, hypothyroidism, abdominal pain, vomiting, urination difficulty, weight loss, irritability, galactorrhea, hot flashes, polyuria, urinary frequency, urinary incontinence, urinary retention and vaginal discharge. Concomitant products included alprazolam (xanax), medroxyprogesterone acetate (depo provera) since (B)(6) 2020 and progesterone since (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine haemorrhage ("heavy uterine bleeding"), urinary tract infection ("urinary infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the perforation, device dislocation, device expulsion, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety, uterine haemorrhage, urinary tract infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, perforation, urinary tract infection, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: right: fallopian tube is occluded. Left: essure device has migrated toward the uterus. The tube is patent. Patient received treatment bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion 1. Right: fallopian tube is occluded, 2. Left: essure device has migrated toward the uterus. The tube is patent. Discussed with the patient.; on (B)(6) 2013: results: unilateral occlusion (right tube occluded). Magnetic resonance imaging brain - on (B)(6) 2014: 1. Normal MRI of /the brain. 2. Resolution of the previously seen bilateral maxillary sinus disease,. Mammogram - on (B)(6) 2012: 1. No worrisome mass lesions identified. 2. A few mildly dilated ducts are seen in the retro areolar region without intraluminal polyps. Diagnostic category 2: benign.. Ultrasound breast - on (B)(6) 2012: 1. Class 2 benign mammogram I ultrasound right breast as described above. 2. Minimal dilated ducts seen in the right retro areolar region without intraluminal polyps identified. X-ray of pelvis and hip - on (B)(6) 2013: no significant abnormality is identified. No significant pathology_ a single essure iud occlusion device is demonstrated overlying the right hemipelvis. The left iud is not present. Diagnostic results: (B)(6) 2013, hysterosalpingogram, migration of essure device, the right tube was occluded and the left essure had migrated toward uterus. 2nd test on (B)(6) 2013 did not find left essure. Hysterosalpingogram conclusion: (as per mr) 1. Right fallopian tube is occluded. 2. Left essure device has migrated toward the uterus. The tube was patient. X-ray pelvis conclusion: absent left iud implant. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, heavy periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.